Event description:
A dir of nursing reported that an intraocular lens (iol) was exchanged due to a scratch that was noticed after insertion. The iol was cut, incision enlarged, an anterior vitrectomy performed, and an iol was placed in the sulcus. In a follow up, the surgeon reported the prognosis for the pt as "poor".

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (not returned). The optic was torn/split (possibly cut) into two pieces. One portion was also cracked on a post of the lens case. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Upon return, the lens was observed to be improperly re-cased by the customer, which resulted in optic damage. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 2/17/2009 and 2/18/2009 by phone, fax, and mail. A completed questionnaire was received on 2/20/2009.